Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
One opened and or used reservoir was inspected for anomalies and none were noted. Occlusion test and manual prime was performed and reservoir was not occluded.

Event description:
It was reported that the customer received a no delivery alarm during a manual prime. The customer's blood glucose was not known. The infusion set connection with the resrvoir was verified to be secure. Insulin did not exit the tubing with a manual push. The customer was advised to assemble a new infusion set with the reservoir and insulin did not exit the tubing again. When the infusion set was connected to a new reservoir, insulin did exit the tubing. The customer was advised to place the reservoir in the insulin pump and run a manual prime. This resolved the issue and the insulin pump did not alarm no delivery, indicating that the no delivery alarm was caused by the original reservoir. Nothing further was reported.